Event description:
It was reported that the atrial lead exhibited noise. The noise could not be replicated in the clinic. The patient was asymptomatic. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.